Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: patient 1 - c-section (B)(6) 2023 with wound dehiscence on (B)(6) 2023. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure - female age 24, weight 194, bmi 35. Date of index surgical procedure (c-section)? (B)(6) 2023. On what tissue/tissue layer was the suture used? Skin. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal. How was the suture placed (interrupted or continuous)? Continuous. How was the suture originally tied (multiple knots, square knot, etc.)? Multiple knots. Did the wound dehis? Approximately 2cm dehiscence at left apex. What tissue dehisced? Skin. Were there any patient stress factors that precipitated this event? No. Onset date/time of dehiscence? (# post op days) pod1. How was the dehiscence managed? Expectantly. Please describe any surgical intervention required for the wound dehiscence including date and findings. N/a. Please describe the appearance of the suture during the second procedure, if applicable. N/a. Was the suture found broken during the re-operation? N/a. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. What symptoms did the patient experience following the index surgical procedure? Onset date? Partial dehiscence of skin closure. Other relevant patient history/concomitant medications? N/a. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Knot was buried so could not be examined. Unsure where breakage occurred. What is the patient's current status? Recovered, skin close with expectant management investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received ninety-two unopened samples that pertain to product code y523h. As per the sampling plan, a visual inspection was performed on thirty-two samples, the packets were examined for visual defects: appearance, color package, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured) and none was observed. The packets were opened, and the swage and attachment area were noted to be as expected. During the visual inspection, the sutures were correctly placed in the folder. Sutures were dispensed without problems and examined along the strand and no anomalies or damage could be observed. Also, a functional test was performed using instron equipment and tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device pending evaluation. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure (c-section)? On what tissue/tissue layer was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Did the wound dehis? What tissue dehisced? Were there any patient stress factors that precipitated this event? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of the suture during the second procedure, if applicable. Was the suture found broken during the re-operation? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Will the product be returned? If so, please provide the return date and tracking information. Note: related events reported via 2210968-2023-08922.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2023 and suture was used. One day post-op on (B)(6) 2023, the patient's incision came apart about 1 inch. The incision was closed with steristrips. On (B)(6) 2023, the incision was completely apart. Additional information was requested.